Manufacturer narrative:
(B)(4). Event date: the patient developed peritonitis on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned therefore, a sample analysis could not be completed. A review of all batch record documents was performed for potentially associated lot numbers gd896597 and gd896589 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 2.